Manufacturer narrative:
(B)(4). The returned flexima biliary delivery system was analyzed, and a visual evaluation noted that the stent returned unloaded from the delivery system. A guidewire returned loaded and stuck in the delivery system. The guide catheter was kinked/bent, also it was stretched and broken in the middle section. The push catheter was kinked/bent. The suture was detached from the delivery system and it was not returned for analysis, also the suture hole was torn. No other problems with the device were noted. The reported event was confirmed. During analysis of the device, it was determined that the stent returned unloaded from the delivery system, a guidewire returned loaded and stuck in delivery system, the guide catheter was kinked/bent, also it was stretched and broken, the push catheter was kinked/bent, the suture was detached from the delivery system, also the suture hole was torn, the device condition indicates that probably there were difficulties to deploy the stent properly. It most likely that procedural or anatomical factors encountered during the procedure could have affected the device performance and its integrity. Customer anatomy and user maneuvering the device to reach the intended location can kink the catheters, this condition can cause friction between the components at kinked/bent areas in the catheters, continued attempts to release the stent, or force retracting the guide catheter in order to release the stent can result in guide catheter stretching and break resulting in guidewire caught in the catheter, additionally suture hole torn indicates that the suture was properly placed in the device and it was submitted to tension forces resulting in tearing the suture hole and finally detaching the suture from the delivery system. Review and analysis of all available information indicated that the root cause of the problems found is adverse event related to patient condition since an existing condition or disease is demonstrably responsible for the adverse event and use of the device has neither caused nor otherwise influenced this condition/diseaserelated adverse event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the biliary tract performed on (B)(6) 2021. During the procedure, it was noted that the stent could not be deployed. The procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the guide catheter was detached/separated, therefore this event has been deemed an MDR reportable event.